Event description:
A malfunction was reported by the customer with a malfunction code displayed as "malf 0". There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue recurs.